Manufacturer narrative:
If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "patient called and wanted to know if her implants were part of the recall. She stated that she has been feeling a popping sensation in her left hip."